Manufacturer narrative:
Field service engineer (fse) troubleshot complaint and decided to install new hard disc drive. Fse reloaded dicom info for site, completed camera auto calibration and the unit was fully functional. Fse then completed the hut service checklist qssrwi4.1 using as reference hut manual 4041004 chapter 6. Unit passed checkout procedures and was returned to the customer for service.

Event description:
On (B)(6): customer reports via phone that during an undetermined urology procedure, the computer failed and could not be rebooted. Physician completed the procedure without fluoro, only using endoscopy. Customer could provide no further procedure or patient information, only to say the patient is fine, no reported injury.